Event description:
The patient reported that he was diagnosed with sleep apnea the week prior. The relationship between vns and the patient's sleep apnea is unknown. Attempts to obtain additional information have been unsuccessful to date.